Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had priming issues. The customer¿s blood glucose was 200 mg/dl and 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The device will not be returned for analysis.